Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker reported that the device did not seem right. Attempts to obtain additional pertinent information were unsuccessful. This pacemaker still remains in service. No adverse patient effects were reported.